Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported that the patient was in a car accident on (B)(6) 2017 and their ins stopped working. Patient was not able to recharge her ins and kept getting the reposition antenna message. Patient couldn't communicate using the programmer either. The last time she successfully recharged the device was (B)(6) 2017 and their stimulation usually lasts a week. The patient was redirected to the physician and also request for a manufacturer representative to be present at their appointment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.